Manufacturer narrative:
Medical devices continued: dtba1d1 ICD implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead has t-wave oversensing (twos). The rv lead sensing parameters were adjusted; ho wever, the twos re-occurred. The lead parameters were readjusted again with the lead continuing to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.